Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "rupture" of a saline device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a cracked valve seat diaphragm valve. Additional observations: white particles observed the inner surface of the shell.

Event description:
Patient reported right side "ruptured" device. Device has been explanted.